Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment and developed an infection which was treated with oral antibiotics for 7 days. The patient was placed under general anesthesia on (B)(6) 2020, in order to debride overgrown tissue and remove the abutment. Following the procedure, the patient was prescribed with a steroid ointment and a second course of oral antibiotics for 7 days. The implanted device remains.